Event description:
A review of the events indicated that patient samples tested on the neo iris, automated blood bank system produced inaccurate results. A review indicated that patient sample tests using the neo iris automated blood bank system produced three false negative results for the anti-k antibody; one false negative result for the anti-c antibody and one false negative for the anti-s antibody. Additionally, one patient sample produced a false positive test result for the anti-k antibody. Two instrument malfunctions produced inaccurate abo results using the abo forward typing assay based on a historical result for the patient. Inaccurately typing anti-d and anti-b. Our investigation determined that the anti-d inaccurate result was partially caused by operator erro; given the fact that no anti-d reagent was pipetted during the sample test run. In all cases, subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. No single reason for the false negatives, false positive and inaccurate abo or rh results was determined and the malfunctions were allocated against the analytical instrument.

Manufacturer narrative:
Additional serial number from: none.